Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the mobile power unit (mpu) (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 10jun2021. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage and power cable disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate mobile power unit (mpu) (serial number: (B)(6)) is being evaluated for the reported event of low voltage alarms. The mpu was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed events spanning approximately 11 days ((B)(6) 2021 ¿ (B)(6) 2021 per timestamp). Routine power cable disconnect alarms were active throughout the log file occurring during power source exchanges. The event in question observed on (B)(6) 2021 at 13:47:57 was a routine power exchange from the mpu to batteries. The power cable was not disconnected long enough to cause any alarms to activate. The controller changed power sources from the mpu to the 14v li-ion battery at 14:48:00. There were no notable alarms active related to mpu function and the reported event was unable to be correlated to an issue with the mpu. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report # 2916596-2021-04569. It was reported that the patient expired. The surgeon suspected that the patient's cause of death was aortic rupture. Prior to the patient's death, they abruptly began experiencing shortness of breath and vomiting. The patient then passed out, which caused the flows to decrease. Review of the patient's log files showed that the mechanical circulatory support (mcs) equipment had been operating as intended. A low voltage event was seen to have occurred on (B)(6) 2021 at 13:47:57 due to the white power lead of the system controller being disconnected from the mobile power unit (mpu). Low flow alarms were also seen. The death was not considered to be device related.